Event description:
The customer reported being hospitalized for low blood glucose of 32mg/dl. Troubleshooting was performed. The customer stated having extreme low blood glucose, very fatigued, and shaking. The customer stated that her last infusion set change was six days ago. The customer stated being on manual injections since the day before the call. The programming on the insulin pump was correct. The customer requested to have a replacement of the device. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.